Manufacturer narrative:
An empty carton was received, but a sample product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the wound would not seal, even with attempted sutures. The surgeon then discovered that one of the haptics was bent. The lens was removed and another lens was implanted instead.